Event description:
As described in the hospital medical records, post transfemoral tavr procedure, the patient was noted to have decreased pulses in her left lower extremity. Angiography runoff of the left and right iliofemoral system demonstrated an occlusion of the left external iliac artery (leia). Revascularization of the leia was attempted but was unsuccessful due to an inability to cross the occlusion. No additional surgical intervention was performed. Per report, the occlusion appeared to reconstitute at the proximal common femoral artery via collaterals from the hypogastric artery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as there was no allegation of device dysfunction. According to the instructions for use (IFU), cardiovascular complications are potential adverse events associated with the transfemoral tavr procedure. Arterial stenosis or occlusion is commonly caused by atherosclerosis, but can occur acutely as a result of emboli or trauma. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The minimum required vessel diameter for a 22fr sheath is 7mm. In this case, the minimum luminal diameter (mld) of the access vessel was 7.0mm with moderate tortuosity and moderate calcification. In this case, the cause of the leia occlusion appears to be borderline vessel size combined with calcification and tortuosity. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.